Event description:
Information received indicates the brake caster locks but continues to swivel if pushed on the side.

Manufacturer narrative:
The technician replaced the brake caster to repair the stretcher.